Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. It was observed that the device had logged the reported event code only 3 times and was not related to the critical functionality of the device. Physio cleared the event code and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. The rapid nature of the event codes that were logged in to the device's memory indicated that the unit may fail to boot-up properly. There was no patient use associated with the reported event.